Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A request for the return of the device has been made. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Inspection confirmed that the minicap sponge had come out of the minicap. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date that the additional information was received by the manufacturer in the previous report (submission follow up number - 001) should have reflected 27 aug 2013 (not aug 28th 2013). The information submitted in that report originated from the sample evaluation which was completed on the 27th of aug 2013 in the (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a minicap sponge came out from the inside of the minicap. There was no patient involvement. No additional information is available at this time.